Event description:
It was reported that the patient was undergoing radiation therapy which triggered the device to have a power on reset (por). When the por occurred, wireless telemetry on the device was lost. The device was reprogrammed and remains in use without the wireless telemetry feature. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one por (power on reset) for firmware initiated an edc error, on (B)(4) 2012. There was one patient alert for device circuit error on (B)(4) 2012.